Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(6)) displayed tcmid:02 (ce danfoss error) error message was confirmed based on the event log review and functional testing. The root cause for the observed issue was a failed danfoss module as a result of the device aging. The thermogard console was manufactured in february 2018 and has reached its expected serviceable life of 5 years. No physical damage on the thermogard console was observed upon visual inspection. A review of the event logs showed multiple occurrences of tcmid:02 (ce danfoss error) error messages, thus confirming the reported complaint. The system failed initial functional testing due to the tcmid:02 error message, thus confirming the reported complaint. The danfoss module was replaced to remedy the fault. Following the service, the thermogard console passed all functional and electrical tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6). Correction h10.

Event description:
During shift check, customer reported that the thermogard ivtm system (sn# (B)(4) displayed "tcm ID:02" (ce danfoss error) on display head. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(6) displayed tcmid:02 (ce danfoss error) error message was confirmed based on the event log review but not during functional testing. The root cause for the observed issue was a failed danfoss module as a result of the device aging. The thermogard console was manufactured in february 2018 and has reached its expected serviceable life of 5 years. No physical damage on the thermogard console was observed upon visual inspection. A review of the event logs showed multiple occurrences of tcmid:02 (ce danfoss error) error messages, thus confirming the reported complaint. The system failed initial functional testing due to the tcmid:02 error message, thus confirming the reported complaint. The danfoss module needs to be replaced to remedy the fault. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6).